Event description:
It was reported that the customer was unable to fill cannula. During troubleshooting, customer received a message stating that tubing must be filled prior to continuing forward. Customer inadvertently received insulin during fill tubing as they were not disconnected from infusion set. Customer disconnected, filled tubing, and successfully filled the cannula. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.